Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 10 january 2017. The representative reported that the fuses on the viewing station of the imaging system had blown. The representative replaced the fuses on 10 january 2017 with inventory on hand. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuses on the viewing station of the imaging system had blown. The event was reported prior to the start of a procedure. No additional information was provided. There was no patient present when this issue was identified.